Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not charging his batteries. The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device evaluations of battery charger/modem sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (not powering on) has been confirmed. Upon investigation the q1 current controller was thermally damaged. The root cause of the thermal damage could not be positively identified. As received, the battery would not charge when put into charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells with a low output voltage of 3v. The root cause for the defective cells is attributed to the defective charger. No adverse event resulted from the defective q1 transistor. The pt received a replacement battery charger/modem and battery pack. Device MFR date: charger/modem: (B)(4) 2010, battery pack: (B)(4) 2010.